Event description:
The facility reported to a fail code 810:04. Despite baxter's efforts to obtain additional information, no information regarding whether or not the device was in use on a patient when this failure occurred was not available, and no additional contact info was available.